Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
--

Event description:
Boston scientific crm received information that there were reports of left ventricular (lv) loss of capture (loc), with extracardiac stim. A lv lead dislodgement was suspected. The boston scientific crm sales representative reported minor difficulty at implant with lv lead placement, however, lv lead operation at that time was within acceptable limits. The device was programmed to right ventricular (rv) lead only. An invasive revision procedure was performed and it was reported that this lead would not stay in play without diaphragmatic stimulation. The finishing wire used with this lead reportedly got stuck and this lead was not used. A second lv lead was unable to be placed without the presence of diaphragmatic stimulation and a third lv lead was successfully placed without complication. This lead was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.